Event description:
Information was received indicating that during administration of doxorubicin/dacarbazine 240 ml over 24 hours using a smiths medical cadd administration set, under delivery occurred. Per reporter although pump stated entire amount was administered, 30 ml remained in the bag. No adverse patient effects were reported.